Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during the patient's ((B)(6)) lead revision procedure diagnostic testing revealed high impedance measurements on the patient's extension. In turn, the patient's extensions was explanted and replaced which resolved the issue. Concomitant medical devices: the implant date for the following device is unknown: model: unknown, scs lead.

Manufacturer narrative:
Lot number and expiration date are to be removed as this information is unknown to the manufacturer.